Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The initial reason for reoperation is: contralateral side deflation. Laboratory analysis summary: the device related to the reported events deflation was received on november 01, 2024, with lot number 3542092. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as surgical damage. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right-side implant exchange with no complaint against the device. Healthcare professional later reported a right side rupture (saline deflation). Device has been explanted.